Manufacturer narrative:
Investigation under iaca (B)(4) is ongoing. (B)(4).

Event description:
The surgeon attempted to implant a silicone lens model aa4204vf and the lens was damaged while advancing. The lens was not implanted and there was no patient injury. The facility believes the lens was damaged by the cartridge.